Manufacturer narrative:
The uninterruptible power supply (ups) was returned for analysis. Confirmed reported complaint, "ups battery not holding a charge." The ups powered on with returned batteries. The "replace batt" light came on. The returned batteries would not charge. Installed new batteries and charged for at least 6 hours. Performed 5 minute load test. Passed 5 min 54 sec. Recharged new batteries for at least 6 hrs. Returned batteries would not hold charge or charge. The reported event was related to an electrical failure mode due to low voltage.

Manufacturer narrative:
The site representative later reported that the beeping was coming from the printer. The site representative turned off the printer and was then able to power on the mobile view station (mvs). However the image acquisition system (ias) was still not powering on. After this, it was found that the key was turned to the off position. After turning the key to the on position, the ias was able to be turned on and the printer was no longer making a beeping sound. During the onsite inspection, the medtronic representative reported that the issue was no longer observed. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the mobile view station (mvs) was beeping and not powering on. No patient was present during the time of the reported incident.